Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: required intervention. Onset of adverse event: during the procedure. It was reported that during the procedure, a perforation occurred during the use of a non-abbott balloon catheter. A graftmaster stent was used to treat the perforation, however, it would not cross. During removal of the graftmaster stent delivery system after the cross attempt, the stent graft dislodged for the sds balloon as it was being retracted into the guiding catheter. A dilatation balloon catheter was used to re-capture the stent graft and it was successfully captured and deployed at the intended site successfully sealing the perforation. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). (B)(4). The customer reported that the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.